Manufacturer narrative:
The pump was received with a scratched case, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. Unable to verify the original battery stuck in the battery compartment due to pump received without the original battery. The pump monitored for several days with a test battery and the test battery removes properly from the battery compartment noted. The pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the pump was cracked. The retainer ring had no damage. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.